Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced multiple device malfunction alarms, including software runtime error, state error, and algorithm data parity check, which cleared after a device restart; the event was managed with troubleshooting and user education. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included internal review of alarm logs and device self-tests through remote troubleshooting guidance. Investigation of this case revealed transient software and state errors with an algorithm data integrity check alert that resolved after power cycling, consistent with a recoverable software anomaly without hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software anomaly consistent with normal device fail-safe behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.